Event description:
The customer reported that the system did not x-ray. No pt injury was reported.

Manufacturer narrative:
(B) (4). The case was closed due to the customer's non acceptance of the estimate to repair the unit.